Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her adc blood glucose meter's backlight did not function and because of that she could not see her blood glucose result. It was further reported that on an unspecified date/time because of the issue with the meter she "went into a coma, semi-coma". Paramedics were called and treated customer with an unspecified intravenous infusion. No further information was provided by the caller as she declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.